Manufacturer narrative:
The service rep replaced the cable. The system operates as intended.

Event description:
A ge employee requested a high voltage cable to be replaced on the 9800 system due to a broken video lin that prevented video display. There were no reports of patient harm or injury.